Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system's host pc would not boot-up. The host pc was determined to be defective and the fse replaced it. The host pc was returned for analysis but no conclusion could be made from the failure testing. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.